Event description:
It was reported that while preparing etoposide with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. During preparation of etoposide, small pieces were found in the infusion bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2022. H6: investigation summary infusion bag, syringe, connector, injector, and one p50j protector received for investigation. P50j protector was evaluated. Upon visual inspection, damage was found on the tip of the spike that could cause the formation of nuclei, although a rubber stopper particle was found from the vial stopper. Additionally, the protector was fitted to vial properly and there were no gaps. A device history review was performed for reported lot 2001124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs, or if an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is incorrect use of the rubber stopper corresponding to the cannula type of the protector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing etoposide with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. During preparation of etoposide, small pieces were found in the infusion bag."